Manufacturer narrative:
Additional manufacture narrative: philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Phone extension provided -(B)(6).

Event description:
The customer reported that the scalp clip of the fetal electrode detached when the electrode was removed from the baby's scalp during a c-section. An x-ray was performed on the baby and the mother; however, the metal clip was not found/recovered. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the fetal spiral electrode indicating that the tip was missing after being used. There is no evidence of any harm or injury to the baby or the mother in this case. Visual inspection could not be concluded as the device was not returned to philips. Based on the information available, the cause of the reported problem is known. Philips had initiated a global recall on (B)(6) 2022 (recall # z-0908-2023). Philips had asked all customers worldwide to stop this device. Clinical assessment was performed by a pms clinical expert based on the information currently available in the complaint record. It was reported the scalp clip of the fetal electrode detached when the electrode was removed from the baby's scalp during a c-section. X-rays were performed on both the mother and baby to locate the clip; however, the clip was not found. There was no harm to either patient due to the detached clip.